Event description:
Reporter alleged obtaining a discrepant blood glucose result of 53 mg/dl back to back with a result of 201 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated he self-treated with orange juice and candy as he felt shaky when he obtained the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.